Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp for the "unit turned off while on a patient", he tested the unit is charging batteries and ac operation was working to specifications, and also observed no lethal fault codes in the fault log. The fse did observe in the power activity log on that the console was not plugged in and the battery in bay1 was active and running, also observed that battery bay#2 was empty. Based on the power activity log battery #1 was depleted and there was no battery in bay#2. Power activity log showed on 7/1/2021 that the battery installed on bay#2 and console was plugged in and charging battery in bay#1 to specifications, all normal charging behavior from 7/1 to present 7/20/2021. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. Initial reporter name and address: (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) turned off. No patient harm, serious injury or adverse event was reported.